Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a sales rep that, during a gynecologic laparoscopic surgery on (B)(6) 2019 and suture was used. During the procedure, the needle was broken at the swage part. There were no adverse consequences to the patient. No additional information was provided.